Event description:
My son is using the malem bedwetting alarm. As soon as I installed batteries, the alarm is making a very strange knocking sound. Something is stuck in it. Also, the alarm is getting warm to touch. I replaced batteries, but same thing is happening. After a half hour, the malem alarm is hot and I can't hold it. This is a product quality problem. Alarm was purchased on (B)(6) from (B)(6) website.